Manufacturer narrative:
Motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to confirm excessive no delivery alarms due to motor error alarm. Pump received with cracked battery tube thread, broken belt clip slot, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, missing end cap sticker and minor scratches on display window noted.

Event description:
It was reported that insulin pump had crack. Customer's blood glucose value was 12.9 mmol/l at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.